Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer cleaned latch and noticed wiring harness was not attaching properly. Replaced latch harness and cleaned latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary tower door 3 failed. The customer stated that the user was prevented from removing medication for the patient and there was no delay. There were no adverse events or injuries reported based on this event.